Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the main switch. The main switch was replaced to resolve the report. The device passed bench testing and an internal inspection. The device as recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.